Event description:
The catheter was placed in an elderly pt at a nursing home on 12/18/96 for the infusion of antibiotics. After placement, the catheter was reported to be flowing well. Approx. Twenty minutes after placement of the catheter, the pt went into respiratory arrest and expired.